Event description:
On (B)(6) 2012, the following surgery was performed: pectoral muscle resecting and transplanting to neck area. The surgery was performed close to the pacemaker site; the pectoral muscle is under the pacemaker pocket and there was only skin between surgery area and the pacemaker. The pacemaker pocket was not opened and the pacemaker stayed in the pocket during the surgery. During the surgery, sensitivity tests were performed by the medical engineer; however the baseline of egm was flat and no marker was displayed. Since spontaneous rhythm was confirmed, the mode was set to ooo mode and the surgery was continued. A pacemaker check was performed again by a sales representative later. Normal wave amplitude was obtained at this time (p wave 1.5-1.8 mv, r wave 5-5.8mv). The mode was reprogrammed to ooo mode again and the surgery was continued. Whereas the pacemaker was programmed in vvi/50min-1, the pacemaker did not sense spontaneous rhythm (around 85 min-1) and pacing pulses were delivered at 1200 ms interval, as visible on provided ecgs. The pacemaker was checked again after the surgery and re-programmed to the previous settings (ddd) without further problems. On (B)(6) 2012, two store episodes dated on (B)(6) 2012 ,astonished the physician. A similar surgical procedure was undergone by the patient on (B)(6) 2012.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.